Event description:
The cable running through the flexible portion of the instrument snapped at the handle while in use. Flexible arm consists of "metal beads" threaded over the cable. Several beads came off the instrument when the break occurred. The operating room confirmed no metal beads were left in patient.